Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint; (B)(6). It was reported that the trocar broke during a nephrectomy procedure. The surgeon tried to remove visible fragments from patient. However, some fragments appear to be remained in the patient according to the breakage part. All med watch submissions related to this report are: 9610612-2017-00400, 9610612-2017-00401.

Manufacturer narrative:
Investigation: due to similar complaints, several tests and investigations have been performed. Currently, no investigations have established the root cause of the failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. We assume a manufacturing, design, or combination of multiple factors. CAPA (B)(4) is open.